Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device was unable to obtain and ECG signal via electrode pads. Complainant indicated that the clinician obtained another device using the same electrode pads, to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty resistor on the system board. Analysis for reports of this type has not identified an increase in trend.